Manufacturer narrative:
D4: unique device identifier (UDI) not available. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing to the server. The technical support specialist (tss) observed a purge error and the server purge queue reaching 80 million. Server verification confirmed that the provided patient examples had identical order start and end times, causing the orders to be not visible in the system. Tss also identified that several sites had admission inactivity days set above 60 and instructed to get approval to reduce the value and apply the changes gradually to ensure system stability. The tss shared that reducing the admission inactivity days value created data that had to be deleted, which temporarily used more space. The changes were applied over a set number of days to ensure the system ran smoothly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had 4 patient orders not crossing over to the server, the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.